Event description:
The pt (netherlands) received his scs system including an ipg on (B)(6) 2009. It was reported the pt suffered a fall in (B)(6) 2009, where he landed on his ipg implant site. Afterward, the pt has been unable to communicate with the ipg and has lost all stimulation from the scs system. The ipg was explanted and replaced. The explanted ipg was returned to the MFR for analysis. No add'l info is available.

Manufacturer narrative:
Method: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Ipg as received is non-functional and will not communicate with programmer, charger, or blue screen. The ipg was opened and a battery leakage was found for which a CAPA is already assigned. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.